Event description:
On (B)(6), 2011, customer reported to beckman coulter, inc. (Bec) that on (B)(6), 2011, they found a yellow fluid underneath the synchron cx5 ce clinical analyzer (B)(4). The identity of the fluid is unknown. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
This report is one of three reports related to three events that occurred on two different days. This MDR is related to MDR# 2050012-2011-07711 and MDR# 2050012-2011-07712.(B)(4).